Event description:
A caller reported a cartridge alarm 30 during the load process, and the customer experienced high blood glucose levels for which a specific value was not known. To address the high blood glucose, the customer administered a correction injection via manual delivery. There was no assistance required from a third party. Tandem's technical support could not resolve the recurring alarm by loading a new cartridge, so a replacement pump was arranged. The customer will use manual delivery as backup therapy until the replacement, which will include training and updated software, is received.